Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The rem b reciprocating saw was sent for service due to overheating during testing. There was no patient involvement and no adverse consequences associated with the event.